Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tvr procedure in the pulmonic position, post deployment of the sapien xt valve in a native patch, the valve embolized to the main pulmonary artery (mpa) following post dilatation. The patient was taken to the operating room in stable condition for device removal and surgical placement of a pulmonic valve. Additional information provided indicate the cause of embolization was due to the very narrow (missed) landing zone. A pre-sent was not used. The sapien xt valve was inadvertently deployed in the native rvot, higher than the location desired. Post dilation was attempted with a 25mm edwards bav balloon and the valve embolized to the distal main pulmonary artery. Multiple attempts were made to capture the valve with a larger zmed balloon (28mm x 4cm), however the thv was unable to be secured/opposed to the target landing zone. The wire remained in place to stabilize the thv and the patient was sent to surgery to surgical removal of the device and subsequent replacement of the pulmonic valve via surgical implantation. The patient had an uneventful surgical and post op course and was discharged on pod3 following implantation of the surgical valve replacement.

Manufacturer narrative:
Additional information provided indicated the sapien xt valve was deployed at the level of the narrowest waist, ultimately migrating to the mitral pulmonary artery following post dilation. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the embolization was due to patient factors (very narrow and missed landing zone) and procedural factors (sapien xt valve was inadvertently deployed higher than the location desired). The valve embolized once post dilatation was attempted with a bav balloon. The edwards sapien xt transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Ref. Related mfgr. Report number: 2015691-2018-03677.